Manufacturer narrative:
Updated: g2, h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed gap between the acoustic lens and the ultrasonic probe issue could not be determined. Additionally, the observed ultrasound images not being displayed issue was found to be due to damage to the ultrasound connector, however, the root cause of the damage could not be determined. The observed issues may be prevented by following the instructions for use which state: ¿ warning¿ ¿·do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device inspection found the following; gap of adhesive on the distal end, there was a gap between acoustic lens and ultrasound probe, due to damage on ultrasonic cable, the number of missing element exceeds the standard value, due to peeling of acoustic lens, displayed ultrasound image is defective, acoustic lens is damaged, due to damage on ultrasonic connector, the ultrasound image is not displayed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, evis exera ii ultrasound gastrovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was a gap in the adhesive between the acoustic lens and ultrasound probe where a stain entered the lens through the gap. The ultrasound image was not displayed. This report is being submitted for the event found during evaluation. There was no patient involvement.